Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. The struts on the first two rows on the distal end of the stent were misaligned and some struts were raised up. The tip of the device was damaged (jagged edges). The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occured. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous mid left anterior descending artery. After rotational coronary atherectomy was performed, the target lesion was dilated with a non-bsc balloon catheter. A 2.50x24mm promus element drug eluting stent was attempted to deploy but the stent came contact with the calcified area and it was unable to advance through the lesion. They inserted two unidentified guidewires and then attempted to advance the stent delivery system several times but were still unable to cross the lesion. The stent delivery system was removed and noted the distal section of the stent to be "lifted". The procedure was completed with a 2.25x24mm promus element plus drug eluting stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at the time of event: over 18 years. Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occured. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous mid left anterior descending artery. After rotational coronary atherectomy was performed, the target lesion was dilated with a non-bsc balloon catheter. A 2.50x24mm promus element drug eluting stent was attempted to deploy but the stent came contact with the calcified area and it was unable to advance through the lesion. They inserted two unidentified guidewires and then attempted to advance the stent delivery system several times but were still unable to cross the lesion. The stent delivery system was removed and noted the distal section of the stent to be "lifted." The procedure was completed with a 2.25x24mm promus element plus drug eluting stent. No patient complications were reported and the patient status is good.